Event description:
It was reported that the patient died. A 20 x 2.75 rebel bms stent was selected for use. The device was inserted in the artery and was pulled out. However, the stent mangled and slipped on the balloon. Once the device was outside the patient's body, the stent fell off. The procedure was completed with a different device. But, the patient died.